Event description:
It was reported that patient underwent hip hemi-arthroplasty procedure on (B)(6) 2014 and was revised on (B)(6) 2014 due to dislocation from a fall. During the revision procedure, the acetabular liner would not engage with the acetabular cup. Another acetabular cup and liner were available to complete the procedure; however, a delay greater than thirty minutes as a result.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Evaluation of returned device found implant to be out of design specifications. Further investigation has been initiated to address the reported issue.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.